Event description:
The following has been reported: biomed reported: ""pump error when on" on the note biomed work order.". Patient harm: no. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for sensor hardware failure (downstream air sensor). Unit started up with no errors. Log files indicate sensor hardware failure (set ID sensor)/sensor hardware failure (downstream air sensor). Performed mock infusion with no errors. Performed set ID admin test and unit passed. Performed dsps calibration/verification test and unit passed.